Manufacturer narrative:
Patient identifier : (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regime of aspirin or other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was treated with deployment of a 27 mm lotus edge valve involving successful repositioning of the lotus valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post valve deployment, heart rhythm form revealed lbbb. Three days post index the subject was discharged to another hospital on clopidogrel. 5 days post index procedure, the heart rhythm form during pre-discharge also revealed lbbb.

Event description:
Respond edge study it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regime of aspirin or other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was treated with deployment of a 27 mm lotus edge valve involving successful repositioning of the lotus valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post valve deployment, heart rhythm form revealed lbbb. Three days post index the subject was discharged to another hospital on clopidogrel. 5 days post index procedure, the heart rhythm form during pre-discharge also revealed lbbb.

Manufacturer narrative:
A1 patient identifier : (B)(6). The initial bsc aware date was corrected from (B)(6) 2020 to (B)(6) 2020.